Event description:
Event description guidant received information that during a routine device follow up, interrogation revealed this implantable cardioverter defibrillator (ICD) was in monitor only status.